Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that upon opening the sterile package, it was noted that the fabric cord that was attached to the urometer was caught in the sterile seal of the packaging, rendering the item unsterile and unusable in a sterile procedure.

Event description:
It was reported that upon opening the sterile package, it was noted that the fabric cord that was attached to the urometer was caught in the sterile seal of the packaging, rendering the item unsterile and unusable in a sterile procedure.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be ¿packaging is not stable over the shelf life of the device.". However, there was insufficient information to confirm this potential root cause. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. A labeling review is not required because it could not prevent the reported issue. Correction: d. UDI format updated with available product information per gudid. H11: section a through f the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.